Manufacturer narrative:
Serial number: (B)(4), software version: 3.8.4, color: pink, battery life remaining: 4 months. Customer reports: the inpen dropped it and broke into two pieces the case that holds the cartridge on the pen. Per visual inspection: inpen returned with broken off cartridge holder and missing dosing window. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. The leadscrew was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. Try to install a test cartridge holder but will not locked in-place due to broke off plastic pieces stuck inside inpen / cartridge holder cavity. The customer complaint of cartridge holder broken off and not attaching was confirmed.

Event description:
Information received by medtronic indicated that the inpen dropped it and broke into two pieces the case that holds the cartridge on the inpen. Cartridge holder was cracked broken into pieces. No harm requiring medical intervention was reported. The inpen was returned for analysis.